Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's husband reported a left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade iii.

Event description:
Device has been explanted.

Event description:
Patient's husband reported left side capsular contracture, baker grade unknown. Healthcare professional reported bilateral capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual of the returned device identified red particles, flat creases, a curved opening. Weight measurement of the device identified device weight was overweight. Microscopic analysis was performed and identified curved openings with striated edges on radius and posterior sides. Based on the device analysis the final assessment was curved striated openings assessed as surgical damage.